Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the lower half of the pump touch screen was dark black, unreadable. And unresponsive. Reportedly, customer rolled onto their pump and the touch screen became "damaged". Customer's blood glucose was approximately 180 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.